Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported in order to resolve the bowel leakage they used the programmer for some relief. It was also reported that the new batteries resolved the blank programmer screen. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient implanted with an internal pulse generator (ipg) used for fecal incontinence as well as gastrointestinal/pelvic floor. Patient reported they needed help getting their device to work as they had been having bowel leakage the couple of days prior to the report. When they tried to troubleshoot they saw a blank screen on the patient¿s programmer. Patient reported they would get fresh batteries and troubleshoot further. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.